Event description:
After siemens customer service engineer (cse) was onsite to replace sample probe tubing that goes to syringes, the customer observed smoke billowing out of the top left side of the analyzer. Customer unplugged unit. No flames occurred. No injuries were reported as a result of the smoke from the analyzer.

Manufacturer narrative:
Siemens healthcare diagnostics customer service engineer (cse) was dispatched for a previous issue. When the cse replaced the sample probe, the housing was incorrectly assembled. The housing is secured with four screws, which have different sizes. If the screws are not assembled in the correct order, damage to the wiring cable can occur. In this case, the screws were not assemble in the correct order and the cable shorted. The cse replaced the board and cable and assembled the housing correctly. The instrument is performing within specifications. No further evaluation of the device is required.